Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited high capture threshold and sensing of low p waves in (B)(6) of 2021. In (B)(6) 2021, the atrial lead was repositioned successfully. Mineralization of the lead was suspected but not confirmed. The patient's condition was stable.